Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A patient reported she had wires in the left and right side. The patient stated her left side was not functioning well and was wondering if the device could affect her bowels. The patient stated she was having problems with her bowels and was not experiencing that prior to the implant. The patient stated her device was ¿ok¿, but she noticed stimulation would cut out sometimes when she was increasing. The patient noted the implantable neurostimulator (ins) would cut out when increasing shortly after surgery, left side was not functioning well since soon after implant, and the problem with her bowels began probably a month after surgery. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator; product ID: 3889-33, lot# va1634x, implanted: (B)(6) 2016, product type: lead; product ID: 3889-33, lot# va1634x, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Consumer reported he left side was not functioning right and that the lead wire was not in the right place. It was also reported that it was still cutting out. No further information reported.